Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an alarm "check vent: primary alarm failed" is on display. There was no patient involvement.